Event description:
Attorney reported: on (B)(6) 2005 - patient underwent repair of a recurrent hernia with a composix kugel mesh. On (B)(6) 2006 - patient underwent excision of the composix kugel mesh. On (B)(6) 2006 - patient underwent repair of a recurrent hernia with a composix e/x mesh. Based on medical records provided by the patient's attorney: on (B)(6) 2006 - patient underwent lysis of adhesions and laparoscopic assisted repair of recurrent incisional hernia with a composix e/x mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. The only information obtained from the medical records provided was the (B)(6) 2006 implant date of a composix e/x mesh and the product identifiers for that device. Currently, it is unknown whether the device may have caused or contributed to the reported event. Additionally, no sample was returned for evaluation. Without further information, no conclusion can be drawn. The composix kugel mesh implanted on (B)(6) 2005, was reported to the FDA in accordance with rae-(B)(4).